Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was approximately 300 mg/dl at the time of event. Additionally, it was reported that the customer experienced intermittently elevated bg levels. Bg read ¿high¿ on the continuous glucose monitor graph. Cause was not known. Elevated bg was addressed by a correction bolus, manual insulin injection, and changing the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.